Event description:
It was reported that the cot was collapsed. No pt involvement or adverse consequence were reported.

Manufacturer narrative:
Slide tube. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.